Event description:
Primary stability not achieved, implant wasn't completely covered with bone, no thread tap used, complication in site preparation (extremely hard bone, no more primary stability after repeated preparation), inadequate bone quality/quantity, mobility. (B)(6) are the same patient. Insertion aid rotates through at connection.